Event description:
It was reported that the right ventricular (rv) lead had elevated thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, implantable pulse generator, implanted: (B)(6) 2007. A 4557m-53, implantable pacing lead, implanted: (B)(6) 1994. (B)(4).